Event description:
Additional information was received. The manufacturer representative (rep) reported steps taken for resolution was verification using demo products. The issue has not resolved, however, no further action will be taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: country japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient experienced output fluctuation after using MRI mode. The previous outpatient adjustment should have been set to 0.6 v, but it was switched to 0.1 v. MRI mode was used in order to perform MRI imaging about 1 week prior. They are suspecting the effect of change to the MRI mode. It was changed to MRI mode in the same way, and when the application was closed with MRI mode on, the output was changed from 0.6 to 0.1v when communicating again.